Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was the hcp reported that the patient came in unresponsive with a suspected opioid overdose today. The hcp stated that the patient responded quickly to narcan. The patient had been feeling fatigued and having difficulty breathing over the past 3 days since the refill. The patient had the pump refilled 4 days ago and the hcp wanted to know if that was concerning. The agent redirected the hcp to the national answering service (nas) to page a local medtronic representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.